Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
2 thas had cracked fractures of the proximal femur at the time of intra operative stem insertion and wire fastening was conducted as an additional intra operative procedure. The clinical course was good thereafter. Related mpo products: ID: dxxxgxxx, product: dynasty® acetabular component. ID: xxxxxxxx, product: unknown cermic head. ID: pha012xx, product: unknown modular neck.